Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "do not exceed the balloon rated burst pressure. The balloon compliance within the dfu lists 12 atm as the rbp for 3.50mm diameter devices." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 3.50mm x 20mm emerge¿ b;alloon catheter was advanced to post dilate the lesion; however, the balloon ruptured at 18 atmospheres. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.